Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported to the MFR through the device tracking form from the hospital that the pt expired due to failure to thrive, recurrent gastrointestinal bleeding. Pump thrombosis and respiratory failure.

Manufacturer narrative:
The MFR rec'd add'l info from the vad coordinator stating that the device will not be returning for evaluation, as the pump was not explanted as it was not the cause of death. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.